Manufacturer narrative:
The device will be sent to (B)(6) for investigation. No harm to a patient. The laser probe was exchanged. The investigation will be started as soon as the device is received. A follow up will be submitted for any new information.

Event description:
An incident occurred in (B)(6). The following has been reported: laser fiber seemed to be broken approximately 10cm prior to the connector. No laser beam at the tip while the surgeon wanted to release the beams. But we noticed bright rays from the broken part of the laser probe, rays might have escaped from the broken part of the fiber into the room. Sample is available.

Manufacturer narrative:
Examination and testing of the returned laser probe revealed that the internal fiber was broken. The outer jacket of the fiber is intact, however, the outer jacket does show a weak spot which let light through. The outer jacket prevents laser light from emerging directly. The light coming through the weak spot in the outer jacket was from the aiming beam and not from the laser beam. It should be noted that, even if the laser light was to emerge directly from the fibers jacket, the beam will diverge and the chances on any of the staff sustaining harm are negligible. Especially, since the instructions manual for eva indicates that all persons that are present in the operating room shall wear safety goggles during use of the laser function. All laser probes are tested on functionality prior being released for distribution; however, because breaking of the internal fiber is a confirmed deficiency with this product type, the customer will be compensated for the failing product. Please note that, since the optical fiber is very fragile, laser probes should be handled with utmost care at all times to prevent damage. Review of the complaint database revealed no similar previous complaints on this specific lot. Complaints regarding dorc product will continue to be monitored by qa.